Manufacturer narrative:
Multiple attempts have been made on 23oct2025, 30oct2025, and 06nov2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen has intermittent response. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen has intermittent response. The customer stated during setup the unit has an intermittent touchscreen response. In biomed, the reported issue was confirmed and touchscreen calibration failed. The remote service engineer (rse) advised the customer to replace the touchscreen. The rse provided the customer with the part number of the touchscreen to order and replace. Device evaluation and repair are pending, and this investigation is ongoing.